Event description:
Event description boston scientific received information that the patient with this implantable right ventricular (rv) defibrillation lead and cardiac resynchronization therapy defibrillator (crt-d) experienced pacing inhibition for approximately two seconds as a result of noise on the rate/sense channel. Pacing and shock impedance have been stable. A boston scientific crm technical services (ts) consultant discussed that the noise could be related to diaphragmatic oversensing or the leads reversed in the header. Ts recommended further investigation to try and reproduce the noise to avoid possible inappropriate therapy or inhibition of pacing. Noise was later reported on the ventricular electrogram. The noise could not be reproduced. The device has not been returned to boston scientific.

Manufacturer narrative:
(B)(4). Ts discussed that most likely the leads were reversed in the header and less likely a lead issue as noise was present on both the rv and shock channels. Ts discussed reprogramming the sensitivity to least and monitoring the patient or going into the pocket and checking the connections. The clinician was going to review the options with the physician. The local area sales representative was contacted for additional information, but was unable to provide additional detail. Should any additional information related to this event become available, this event will be updated. Further information was received greater than six years later that this device was explanted due to normal battery depletion, and there were no allegations reported from the field. No adverse patient effects were reported. An inquiry related to device return was made.

Manufacturer narrative:
(B)(4). It is unknown if the device will be returned; at this time it has not been received.